Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infections are related to v.a.c.® therapy nor when the foreign body alleged to be v.a.c.® dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. It is unknown if a wound culture was performed nor if antibiotic therapy was administered for each infection. Kci has made numerous unsuccessful attempts to obtain additional information. No additional information has been provided. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. ® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Dressing not returned.

Event description:
On (B)(6) 2015, the following information was reported to kci by the (B)(6): the patient was discharged from the hospital following surgical treatment with a negative pressure wound therapy device [device manufacturer unknown] in (B)(6) 2015. They had experienced difficulty maintaining a seal while using this device. On (B)(6) 2015, v.a.c. Therapy started. The patient responded well to treatment, although the patient's exudate levels remained high. On (B)(6) 2015, a foreign material alleged to be kci granufoam dressing was found adhered to the wound bed, and was not able to be removed. It was reported that the foreign material may have originated from the patient's hospital stay in (B)(6) as the current treatment facility uses green colored foam. Arrangements for surgical review were made the following day at the local hospital for debridement, and conventional dressings were used for the interim. It was also reported that the patient suffered with wound infections, "which could have been due to this foam remaining in the wound bed. Additional surgery may be required to access removal from wound." On (B)(6) 2015, the following information was reported to kci by the tissue viability nurse: on (B)(6) 2015, the patient was discharged home from the hospital. There was difficulty with the seal of negative pressure wound therapy, with a non kci vacuum pump. From (B)(6) 2015, the dressing seal could not be maintained so it was agreed with the patient to commence conventional dressings. The patient received joint care from nursing staff in patient's own home and at the doctor's office. Patient was then reviewed again in early (B)(6) by tissue viability, regarding wound progress. There was little improvement seen and patient was still having high levels of exudate. On (B)(6) 2015, v.a.c. Therapy was started. While on v.a.c. Therapy, a reduction in the length of wound was observed. On (B)(6) 2015, a surgical review was performed and surgical debridement performed on (B)(6) 2015. The patient received intravenous antibiotics during admission. On (B)(6) 2015, the patient had received ciprofloxacin antibiotics for wound infection, although the wound did not demonstrate symptoms of clinical infection, only high levels of exudate. The dressing lot number is not available as this was administered at the hospital prior to discharge. There have been several unsuccessful attempts made to obtain the v.a.c. Dressing lot number, therefore a device history review could not be performed.